Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump touchscreen was flickering. Additionally, it was reported that the pump touch screen was unresponsive and that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue, but no response was received.